Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the internal carotid with moderate calcification, mild tortuosity and 80% stenosis. During preparation of the emboshield nav 6 embolic protection system (eps) the filter was attempted to be advanced through the delivery catheter; however, the tip of the dc pod was noted separated. Another emboshield nav 6 was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. The filter was returned fully loaded in the dc pod, suggesting that there were no difficulties loading. It may be possible that after the filter was loaded, additional handling during removal of the delivery catheter from the tray causing the dc pod to split and separate; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. H6: health effect - impact code 2645 removed; health effect - impact code 2199 added.

Event description:
Returned device analysis identified the device had been inserted; however, the account stated that the blood came from the operating table. No additional information was provided.